Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 397 mg/dl while wearing the pod on the arm longer than 48 hours. The hospital staff concluded there was likely a blockage in the pod preventing insulin delivery. The patient was treated with intravenous (IV) fluids, an x-ray, blood test, urine test, and an insulin injection. The patient was discharged 12 hours later. The pod was removed and discarded at the hospital. The patient was able to successfully apply a new pod.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l . Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.